Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. On an unreported date in 2011, a peritoneal effluent culture was done with unknown results. The cause of the peritonitis was reported as the catheter failed and had to be replaced. On (B)(6) 2011, the patient was discharged. On an unreported date in 2011, the patient had recovered. It was not reported if dianeal and extraneal therapies were ongoing. An opinion of causality was not reported. On (B)(6) 2012, the writer contacted the pd nurse in order to acquire information pertaining to the flawed catheter the patient had reported. After asking multiple sources the pd nurse was unable to provide any information as to the manufacture, brand or lot number for the catheter that may have been flawed. Patient injury reported: yes medical intervention required: no (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)